Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise causing inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. The noise was reproducible via isometric testing. No changes were made and there were no consequences to the patient.